Manufacturer narrative:
Internal report reference number:(B)(4). Meter and test strips were returned - product evaluation in-process. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 53 and 65mg/dl. Customer also stated that he used another device to perform a blood glucose test and the result had been within his expected pm fasting range (result undisclosed). The customer¿s expected pm fasting blood glucose test result range is 120-150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/19/2022 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history (date/time not set): (B)(6).

Manufacturer narrative:
Sections with additional information as of 31-aug-2021. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Defect found on returned strips: low results. Reported defect not reproduced on returned meter. Retention results are acceptable. Root cause: rc-061: storage outside specifications.